Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic mini gastric bypass, while being applied at the gastric tissue (patch) in the gastric resection, the surgeon was still able to squeeze the device handle and its jaws were still able to close but some of the clips failed to close tightly. It remained loose and the surgeon had to remove them. There was no patient injury.